Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening. The reported femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected medical device, component, and investigation clinical codes.

Manufacturer narrative:
D10: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 60 yo female patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 5 years 3 months post the initial procedure. The patient complained of pain. During the procedure, the femoral component was tested for stability. The implant was easily removed. Upon inspection once it was removed, there was no cement bonded to the implant. The tibia already had a stem on it so they were able to revise the femur to a stemmed cc femoral component and a cc insert. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No devices are returning. The hospital is holding the implants that were removed per their legal procedures as the poly was recalled.